Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board, fluoro functions board, and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had an intermittent communication error and lock up. There is no report of patient injury or death.